Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "after checking all connections, and two different bipolar cords we changed to a different bipolar instrument and the new one worked". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Electrical continuity and energy delivery tests were performed and passed. The instrument was fully functional. Additional finding not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley exhibits localize melting damage at the base of one of the grip tips. The root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted heller myotomy surgical procedure, the surgical staff encountered a 2-8a error message with a synchroseal instrument. The procedure was completed with no reported injury.